Event description:
It was reported that this left ventricular (lv) lead was exhibiting oversensing and pacing inhibition. The field suspected the lv lead may have migrated and pulled back from its original implant position. No changes have been made at this time and the lv lead remains in service. No adverse patient effects were reported.